Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The reported adverse event was loss of dental fillings. Event date is approximate.

Event description:
A consumer reported that their dental fillings fell out during use of their flexcare power toothbrush.